Event description:
Acct. Reports that the injection site was attached to a stopcock and when the rn attempted to flush the injection site, the septum inverted. No pt injury reported. Sample available.